Event description:
Pre op dx: rectal mass. Procedures: laparoscopic splenic flexure mobilization. Resection rectosigmoid, resection additional margin. The stapler once opened was noted to come through right in the middle of the staple line. The stapler misfired and the patient was left with a large circular hole in the rectum and the proximal end colon was open necessitating a colostomy.